Event description:
It was reported that during attempted implant, the atrial lead would not fit into the connector of the device. The device was not implanted and a replacement device was able to accept the lead without issue.

Manufacturer narrative:
The reported field event of a connector anomaly was confirmed in the laboratory and was caused by epoxy found on the contact spring. The epoxy resulted in the reported difficulty inserting the lead.